Event description:
It was reported that the lead integrity alert (lia) had triggered for an increased sensing integrity counter (sic). It was noted that there was electromagnetic interference on the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.